Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 3 of 4. Fluid was seen in cassette door. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event. The patient was advised to let the cycler dry out overnight and then continue using, but the nurse insisted that a new cycler be sent. The cycler set is not available to return. The patient verified opening the door from the cycler and the cassette cracked open and there was a tear. The patient stated that the following day patient was able to use the cycler as usual. The cycler is available to return due to nurse's request.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.